Event description:
It was reported that while being withdrawn, a codman lumbar catheter kit broke with part of it remaining in the patient's spinal canal (verified by x-ray and MRI). The remnant of the drain was left in place. No neurological or other symptoms were observed. Additional information received 27march2018: lumbar drain was inserted using standard technique during lumbar drain placement procedure. The insertion was without complications. Problem occurred with the withdrawal of the lumbar drain. It was being removed using standard technique, no excessive pulling forces were applied. Part of the drain remained in the spinal canal (verified by x-ray and MRI). No neurological or other symptoms were observed. The remnant of the drain was left in place. No patient consequence by now. Event date: (B)(6) 2018. Additional information has been requested.

Manufacturer narrative:
Additional information received 04june2018: 26march2018 the device will not be returned for evaluation. Second operation to remove remnant from patient. Codman made 3 attempts to obtain the obtain the device for evaluation. Natus completed their investigation on 31may2018. The investigation which was forwarded by codman on 04june2018 included the following: methods: review of device history records. Review of complaints history. Investigation methods/evaluation results: complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. Root cause category: undetermined : insufficient information. Failure code-codman : product analysis : device not returned. Root cause description complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. No further corrective & preventative actions proposed? Document rationale for no corrective action no corrective action required based on the above evaluation. Trends will be monitored for this or similar complaints. This complaint is now deemed closed. If the device and/or additional information is received the complaint may be reopened.